Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation and investigation conclusions), h11 corrected fields. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID # (B)(4).

Event description:
N/a

Event description:
It was reported that during the use of the intra-aortic balloon (iab), an alarm indicated a fiber optic sensor failure. No patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will submit upon completion of investigation.